Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Additionally, it was reported that the customer experienced elevated blood glucose of 348 mg/dl; cause was not known. Reportedly, the customer required assistance from contacts to deliver a correction bolus via the pump. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.